Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during injection into the eye lens distal loop broken and it did not fully entered into the eye. So, the lens was extracted and replaced with another unspecified lens of the same power during the initial procedure without any harm to the patient.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was returned for analysis and damage was observed to the iol. Iol (intraocular lens) returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint lens distal loop broken during surgery (in and out). The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated cartridge and handpiece used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).